Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, repeated no delivery with insulin bubbling under their skin, and motor error. The customer also stated that the insulin pump was damaged, and that they had high blood glucose level and was in diabetic ketoacidosis and vomiting. Troubleshooting for no delivery was performed and the customer stated that the issue was a past event and was resolved by change the infusion set and reservoir. Troubleshooting for bent cannula found that the infusion set was bent. There was no significant issue found with the customer's site preparation technique and was advised to change set and contact their healthcare professional. Motor error troubleshooting was performed and it was found that the drive support cap was normal, and the insulin pump was not exposed to strong magnetic field, but the customer reported receiving a motor position encoder error alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for damage found that the screen and the battery compartment had cracks. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No encoder signal out alarm and no motor error alarm noted during test. Motor passed motor test. The insulin pump was received with cracked case at the display window corner, minor broken reservoir tube lip, minor scratched lcd window, cracked case, cracked lcd window, broken belt clip slot and cracked battery tube threads.